Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿ number 12 states, "wear and/or deformation of articulating surfaces." The synovectomy procedure has previously been reported (B)(4).

Event description:
It was reported patient underwent a wrist procedure on (B)(6) 2010. Subsequently, patient underwent a synovectomy on (B)(6) 2013 due to pain. Patient underwent a revision procedure on (B)(6) 2015 due to loosening. During the procedure metallosis was noted. The radial component was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-05092-3 / 2016-00868).

Event description:
It was reported patient underwent a wrist procedure on (B)(6) 2010. Subsequently, patient underwent a synovectomy on (B)(6) 2013 due to pain. Patient underwent a revision procedure on (B)(6) 2015 due to loosening. During the procedure metallosis was noted. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation could not be completed due to damage and bone ongrowth attached to the porous coated surfaces.